Manufacturer narrative:
(B)(4).

Event description:
At the repair bench it was found that there was no audio from the speaker. There was no patient involvement. There was no report of a patient injury or harm.